Manufacturer narrative:
Correction: - please retract explant date, as the device was not explanted at the time it was reported. Correction: - please retract returned date to manufacturer, as the return is not related to this event. (B)(4).

Event description:
It was reported that the patient experienced sharp chest pain radiating to the left arm with tingling sensation. No further information could be obtained.

Event description:
It was reported that the patient experienced sharp chest pain radiating to the left arm with tingling sensation. The implantable cardioverter defibrillator was explanted and replaced. The patient was stable.